Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited code 1003 which states that the voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.